Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. As far as the manufacturing representative was told, there was no device issue and symptoms were unrelated to the device. The patient¿s weight was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at 3.848 mg/day via an implantable pump for non-malignant pain. It was reported that the hcp wanted the pump interrogated to confirm the pump was working. The patient ¿almost went into respiratory arrest¿ and was having seizures. The onset of the symptoms was sudden. It was later reported that the pump was read. The logs showed no motor stalls or any other anomalies. The pump was last updated on (B)(6) 2017. The patient had no symptoms of pain. The patient initially came in with a headache. The manufacturing representative was going to follow up with the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the pump was read, and logs were read. There were no alarms to motor stall notes. The patient was home and back to her baseline. Nothing was changed on the pump.